Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and depression outcome was unknown. The reporter considered autoimmune disorder, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and depression outcome was unknown. The reporter considered autoimmune disorder, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test (as per pfs)". The patient's medical history included diabetes, low back pain, insomnia, bladder operation (removed-1996), cyst removal (1998) and parity. Essure confirmation test(s) : she did not undergo essure confirmation test (as per pfs) (B)(6) 2018 - surgical pathological report: diagnosis: uterus and bilateral tubes (hysterectomy and bilateral salpingectomy) gross description: the uterus measures 10.0 x 7.0 x 4.0 cm. The serosa is tan-pink and smooth. The cervix measures 3.0 x 3.0 cm with a 1.0 cm in diameter, slit-like os. Surrounding the os are areas of red granular erosion. The endometrial cavity measures 2.0 x 2.0 cm and is lined by dark red endometrium measuring 0.3 cm in thickness. The myometrium measures 3.5 cm in thickness and is tan-pink and trabeculae without any nodules or lesions. The first fimbriated fallopian tube measures 7.5 cm in length and up to 0.3 cm in diameter. The external surface is tan-pink with a single, 1.3 cm in greatest dimension, clear, paratubal cyst. The second fimbriated fallopian tube measures 5.0 cm in length and 0.4 cm in diameter. The external surface is dark brown and smooth. Representative sections are submitted as follows: a: cervix. B: uterus full-thickness. C: endomyometrium. D-: fallopian tubes. Previously administered products included for an unreported indication: mirena from 2006 to 2011, lortab, ibuprofen, lisinopril, topamax, simvastatin, zolofot, metformin, buspar and cymbalta. Concurrent conditions included obesity (46.955), hypertension, hyperlipidemia, bipolar disorder, shortness of breath, palpitations, panic attacks, drug allergy, general body pain, postpartum depression, decreased appetite, intentional overdose (trazodone), nerve pain (feet), dysuria, urinary tract infection, muscle ache, vaginal itching, vaginal discharge, pain in extremity, candidiasis, chronic pain, upper respiratory infection, sinusitis, rhinorrhea, nasal congestion, facial pain, purulent discharge, productive cough, difficulty breathing, slight fever, bronchitis, wheezing, bronchitis asthmatic, dyspnea, vomiting, high cholesterol, cholecystectomy, diarrhea, nausea, gerd and pelvic congestion syndrome. Concomitant products included alprazolam (xanax), amitriptyline, atorvastatin calcium (lipitor), buspirone hydrochloride (buspar), cefatrizine propyleneglycolate (ceftin), gabapentin, gabapentin (neurontin), hydroxyzine, ibuprofen (motrin), lamotrigine (lamictal), lisinopril (zestril), medroxyprogesterone acetate (depo provera), metformin hydrochloride (fortamet), methocarbamol (robaxin), mirtazapine (remeron), oxycodone hydrochloride;paracetamol (percocet), ranitidine hydrochloride (zantac), salbutamol and trazodone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fibromyalgia ("autoimmune issues / autoimmune disorder type of disorder: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"). The patient was treated with surgery (essure implant removal / total laparoscopic hysterectomy with bilateral salpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, abdominal pain, abdominal distension, dyspareunia, depression, anxiety, migraine, headache, alopecia, nausea and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in explant date: (B)(6) 2018 & (B)(6) 2018 (previously reported). Current weight 261 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Chest x-ray - on (B)(6) 2017: impression: normal chest x-ray.. Pathology test - on (B)(6) 2018: cervix with mild chronic inflammation and reactive changes. No evidence of dysplasia. Secretory endometrium without atypia. Myometrium with adenomyosis. Unremarkable serosa. Unremarkable fallopian tubes, one with associated benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, bipolar disorder, pelvic pain, menorrhagia, fatigue, vaginal bleeding, vaginal cramping, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporter's information, patient demography, lab test, historical drug, concomitant medication, medical history, concomitant disease, new events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/ anxiety, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, abdomen pain were added. The event autoimmune issue was updated to autoimmune disorder type of disorder: fibromyalgia (fibromyalgia) and the pt has been changed and event she did not undergo essure confirmation test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.